Event description:
It was reported that during a breast examination on the mammomat inspiration system, the breast of a tall pt was compressed up to 200n. The technician who was small could not release the compression by pressing the emergency release button. Pt's husband had to pull the unit apart to release the pt. As a result the pt complained of a sore breast but no medical intervention was required. The reported event occurred in (B)(6).

Manufacturer narrative:
Our factory exerts recommended the maximum compression force for all units in (B)(6) to be set on 120n making the emergency release button easier to push down. According to the safety concept of the system, the compression stops at max 200n. The force to press the emergency mechanical release button on top of the compression unit is specified with a maximum value of 100n, depending on the applied compression force. It is yet unclear why the user was unable to press the emergency release button. The investigation is on-going. Customer's address: (B)(6).